Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a crack in an extension tubing at the winged connector when mated to a syringe during patient use. There was leakage but no patient harm.

Manufacturer narrative:
The customer¿s report of set cracked and leaked was confirmed. During visual inspection it was noted that the female luer had a vertical hair line crack. Visual inspection of the luer (cavity 23) observed the crack was on the knit line with the gate opposite the crack. There were no other damages or any issues observed with the rest of the extension set. The female luer was inspected under a microscope, to determine if any stress marks were noted. No stress marks were observed. Functional testing was performed and was observed as fluid flowed through the crack on the female luer. Further visual inspection was performed by supplier quality engineering in which engineering confirmed is an issue with the manufacturing process of the female luer component which is manufactured by a third party supplier. The root cause of the crack was not identified.